Event description:
It was reported that pump battery was no longer charging. There was no reported impact to the customer¿s blood glucose level. Customer declined to return pump for evaluation. No additional information was provided.